Event description:
It was reported that there were "high" impedance measurements on "some" contacts and the patient experienced a "surging" sensation at therapy location. It was later reported that the device was reprogrammed as to not use the electrodes with high impedance readings. It was stated that after reprogramming, the patient was "fine" and received "good therapy." The cause of the issue was not determined, and there were no malfunctions seen. No further information was received. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).